Event description:
A customer contacted beckman coulter (bec) reporting that on (B)(6) 2013 the unicel dxi 800 access immunoassay system generated erroneously elevated troponin (accutni) patient results, both within the risk stratification range and above the acute myocardial infarction (ami) cut-off for four (4) patients. The erroneous results were reported out of the laboratory. Two (2) of the four (4) patients had received alternate treatment due to the erroneous results. This report documents the patient who was admitted to the hospital the patient sample was repeated following service intervention on the analyzer and a lower accutni result within the normal reference range was obtained.

Manufacturer narrative:
The customer did not supply any information on the sample collection type or method of analysis. No accutni quality control (qc) data was supplied for review. The customer reported that qc recovery was within the laboratory's established ranges prior to the erroneous accutni results being obtained. The customer did not supply accutni calibration curve data for review. The customer reported that the assay was calibrated two times (x2) on the day of the event and each calibration was failing due to a "bad fit" error. The customer performed the analyzer's scheduled 5,000 test maintenance procedure the morning of the event. A system check was performed and was failing to pass the washed portion due to an elevated % coefficient of variation (cv). The customer replaced the aspirate probes and repeated a system check; however, was still failing to pass the washed portion. A bec field service engineer (fse) was dispatched on the day of the event ((B)(4) 2013) and discovered that the peri-pump tubing was "flat". The fse replaced all tubing associated with the peri-pump. The fse then performed a system check, assay calibration, and qc where all yielded to be within assay/instrument specifications. In conclusion, a hardware malfunction is the likely cause of this event. The following mdrs are related to this event: 2122870-2013-00394 (other patient with impact to patient treatment), 2122870-2013-00396 (remaining two patients with no impact on patient treatment; event reported as a hardware malfunction only).